Event description:
The account alleged the siderail is not latching. No pt impact.

Manufacturer narrative:
The account found the siderail latch was bent. The account replaced the siderail latch to resolve the issue.